Event description:
Curlin ambulatory pump # (B)(4) experienced a motor stall during infusion. Pt had about one hour left before the infusion would have been completed. This curlin pump has been removed from service and will be sent to medical specialties for repair. FDA safety report ID# (B)(4).